Manufacturer narrative:
Customer returned unused heat patches for evaluation. Complaint history check run on lot number yielded no other complaints for that lot. The returned patches have been sent to the manufacturer for quality investigation. Will continue to monitor.

Event description:
Consumer reports using heat patch which caused burn on shoulder. She subsequently sought medical attention for injury.